Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the malfunction. The cse observed a leak was in the upper side, where liquid ran behind the keyboard. This damaged the keyboard printed circuit board (pcb), which was replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator keyboard become unresponsive. The device was remove from the pt. There was no reported patient injury.